Event description:
A consumer reported she is seeing flashes of light, following intraocular lens (iol) implant surgery, and an ophthalmologist informed her that the iol is "deteriorating". The ophthalmologist stated the pt had glistenings in her lenses. He reported he attributes the pt's photic issues to microvacuoles in the iol. He stated he is treating the pt with medication. Additional info has been requested. There are two medical device reports associated with these events. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested via phone on 03/27/2009, 03/30/2009, 04/02/2009, 04/08/2009, 04/10/2009, and 04/21/2009 and via fax and mail on 03/30/3002. A completed questionnaire has not been received. This report was mailed to FDA on: 04/24/2009.